Event description:
Procedure type: lap nephrectomy. According to the reporter: the balloon exploded during the procedure. There was no report of pieces falling into the cavity or impacting the patient. The operating time and incision were not extended as a result. A new instrument was used to complete the procedure. No patient injury was reported. No further patient details could be obtained.

Manufacturer narrative:
Initial report sent: 10/19/2007.